Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he experienced difficult insertion and insulin leakage when using the infusion sets. He also had concerns pressing the blue release button and with the adhesive backing sticking together. Blood glucose elevated as high as 275 mg/dl, and target blood glucose is 120-150 mg/dl. Patient used injection therapy to correct hyperglycemia. Patient noticed the insulin leakage because, his clothes were wet. The infusion cannulas were bent after they were removed from his body. Insertion device was used to insert the headsets, and patient realized the issues immediately following insertion. Patient has used this type of infusion set since (B)(6) 2010. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.